Event description:
It was reported that during a urinary organ procedure, the duckbill bulb fell off into the pt's abdominal cavity. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.